Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08468. It was reported the patient was diagnosed with a superficial staphylococcus infection at the incision site. Reportedly, culture were taken and returned negative. The patient was placed on oral antibiotics. The issue is resolved.